Manufacturer narrative:
(B)(4) - a follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported that the patient was diagnosed with peritonitis. The patient¿s peritoneal dialysis nurse was aware of the event. During follow-up, the patient¿s peritoneal dialysis nurse (pdrn) reported that the patient was diagnosed with (B)(6) epidermis on (B)(6) 2016 and was prescribed ancef (1000g) and fortaz (1000g). The patient has improved and recovered. The patient¿s effluent remains clear and there are no symptoms of infection. The patient remains on vancomycin (2g) as a precaution. The patient's pdrn reported that the episode of peritonitis was due to touch contamination, where the patient's contact did not practice aseptic technique and broke the sterile field during treatment.

Manufacturer narrative:
The cycler was not returned to the manufacturer for physical evaluation or repaired. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.